Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2017) is considered to be a best estimate. This MDR represents the 3dmax mesh (device 2). An additional supplemental emdr was submitted to represent the perfix plug (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2013- patient was diagnosed with direct right inguinal hernia and pain, thereby underwent open repair with implant of perfix plug (device 1). Per op notes, ¿a small direct inguinal hernia was identified in the right inguinal region. A perfix plug (device 1) was placed into the direct space and sutured¿. (B)(6) 2017 - patient was diagnosed with right inguinal hernia and right groin pain, thereby underwent robotic assisted laparoscopic repair with implant of 3dmax mesh (device 2). Per op notes, ¿a piece of mesh that was wadded into a bunch almost like a plug so the inferior aspect had a persistent hernia. A 3dmax mesh (device 2) was placed over the hernia defect, across the pubic symphysis and was sutured¿. (B)(6) 2017- patient was diagnosed with pelvic hematoma and prostate cancer, thereby underwent open repair with explant of perfix plug (device 1) and 3dmax mesh (device 2). Per op notes, ¿abdomen shows displacement of mesh (device 1- perfix plug, device 2- 3dmax mesh) which was sharply removed¿.